Event description:
On (B)(6) 2012, the home patient (hp) contacted baxter technical services regarding a "leaky catheter" and his "transfer set broke" (leak was addressed in a separate MDR). The hp had gone to the emergency room (ER), but the ER could not help him with the issue. On (B)(6) 2012, product surveillance (ps) contacted the hp in regards to the leak and he said that he went into the hospital after it happened. He said that he was in this therapy that day when he had to go to the door because baxter was dropping off supplies and he went too far and the transfer set snapped and broke. He said as a result of this he got an infection and has been on antibiotics. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the leak and infection. The nurse clarified the patient had an issue with both the catheter leaking and the transfer set leaking. The nurse stated there were two recent incidents that involved the transfer set leaking (the first incident was addressed in a separate MDR). The second incident (addressed in this MDR) occurred while the patient was receiving supplies. The patient jumped out of bed, while still connected to the cycler and the transfer set disconnected from the titanium adapter. The nurse confirmed the patient had a baxter transfer set in place. No damage was noted to the titanium adapter. As a result of the recent disconnection, the patient experienced an infection, which the nurse clarified was peritonitis. Culture result was unknown. The nurse ended the conversation; no further information was provided.

Manufacturer narrative:
(B)(4). This is report 2 of 2. This complaint is against the titanium adapter, but the titanium adapter in use at the time of the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number is unknown. Since the lot number is unknown, a batch review was not performed. A sample was requested, but is not available at this time. This report of connection issue is not confirmed and the cause was not identified because no sample was returned to baxter and the lot number was not provided. This issue is being investigated through CAPA.